Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during intra-aortic balloon (iab) insertion on a patient, it was unable to advance through sheath. The iab was replaced to continue therapy. There was no patient injury or harm.